Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 2mm distal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak.

Event description:
It was reported that the balloon was broken. The target lesion was located in the coronary artery angiography (cag). A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During preparation, after opening the package and not even starting to use the balloon, it was found the balloon was broken. The procedure was completed with a different device. No complications were reported.

Event description:
It was reported that the balloon was broken. The target lesion was located in the coronary artery angiography (cag). A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During preparation, after opening the package and not even starting to use the balloon, it was found the balloon was broken. The procedure was completed with a different device. No complications were reported.